Event description:
It was reported that the autopulse platform shut down a few times while trying to revive a patient. No information was provided pertaining to the patient. No adverse patient sequelae was reported.

Manufacturer narrative:
Product in complaint will not be returned. Therefore, physical investigation cannot be performed.